Manufacturer narrative:
The sureform 45 stapler instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history indicates that this record (patient identifier (B)(6)) is related to patient identifier (B)(6). This stapler that experienced the reported complications was not used on patient anatomy. The batch sequence number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the sureform 45 stapler moved with unintuitive motion. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted left upper lobectomy procedure, the surgeon stated it took multiple attempts to get a sureform 45 stapler instrument to engage of arm3. When the instrument eventually engaged, the surgeon felt as if they did not have full control over the instrument. This was while the surgeon was testing the instrument¿s control and motion and had not used it yet. The surgeon replaced this sureform 45 stapler with another which worked without issue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.